Event description:
It was reported that approximately 7 months after implant, it was identified that a filter limb had detached. During a routine evaluation approximately two weeks post filter placement, a large amount of thrombus was captured in the filter. As a result, a competitor's filter was implanted above the first filter. Approximately 7 months later, both filters were scheduled to be retrieved. It was identified that one limb from the first filter had detached, and the location was unk. Neither filter could be retrieved, as the apex of the competitor's filter was embedded in the cava wall. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, it is not available for evaluation. Despite requests to the user facility, case images were not released for evaluation. Based on the information available, the result of the investigation is inconclusive. The definitive root cause is unk. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication fo vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Caval thrombosis/occlusion. G2 filter removal: do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.